Event description:
The reporter contacted animas on (B)(6) 2013 and left a message reporting that the patient had blood glucose levels of 12 to 13 mmol/l for a week and a half. The reporter requested to review the pump related to the patient's elevated blood glucose levels. No further information was provided. Animas has attempted to follow up with the reported but has been unsuccessful at this time. The reported blood glucose levels do not meet animas criteria for an adverse event. This report is made based on the indication that an unspecified pump issue may have been contributing to the patient's elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016-product analysis: the device was returned and evaluated by product analysis on 01/04/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or abnormal pump behavior. Data relevant to the was overwritten due to continued extended pump use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.